Manufacturer narrative:
The patient's related medical records were requested but not yet received. The sample has not been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted at the conclusion.

Event description:
It was reported by the user facility that the patient had inguinal hernia repair surgery on (B)(6) 2012 and was hospitalized from that date until (B)(6) 2012. The cause of the hernia and the date of diagnosis are unknown. The patient is fine. Sample disposition is currently unknown.